Event description:
Information was received indicating that a smiths medical 94" spike tubing was being primed per manufacturers' direction. The tubing was leaking distal of the air filter. There was no patient present at the time of the event. There were no adverse events reported.